Event description:
Ap neck, lateral neck, and lateral chest x-rays were received by the manufacturer for assessment. It was also noted the patient was seen by the surgeon for a consult and the surgeon believed the high impedance was due to fibrosis and not a lead break. The vns generator was not programmed off. An implant card was later received by the manufacturer showing that patient had his vns generator replaced. The reason for the generator replacement was not marked. The impedance value was noted to be 2287 ohms, which is within normal limits. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently left off of supplemental #01 MFR. Report.

Event description:
It was reported the patient also had the lead explanted. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported by the physician the high impedance was caused by fibrosis; however, product analysis of the lead found there were breaks that could have also caused the high impedance observed. It was also noted by the physician that the generator was replaced due to desire of the latest model indicating no issues were suspected with the generator. The lead and the generator were received by the manufacturer for product analysis. During analysis, the generator was monitored for more than 24 hours while placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There were no performance or any other adverse conditions found with the generator. Product analysis for the lead was also completed. The reported high impedance was verified as a break was identified in both the positive and negative lead coils. Scanning electron microscopy images of the positive coil suggest pitting or electro-etching conditions occurred at the break location. Due to mechanical distortion and/or surface contamination, the fracture mechanism of both lead coils cannot be ascertained. Also, secondary broken strands were identified in the positive and negative lead coil prior to the broken ends and in the negative coil past the broken end. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear, and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was originally reported the patient had a seizure at the gas station and became concerned that the vns battery was no longer working. Clinic notes were reviewed and showed the device was interrogated and the battery was still active. The physician increased the vns settings. Because the battery life calculation was still showing the generator had battery life left, the patient was not being referred for generator replacement. It was later reported the patient was seen by the physician and high impedance with fibrosis and possible lead break were observed. Within additional clinic notes, the patient had stated that he does not feel the vns is delivering therapy as strongly as before and was not aborting seizures as well. The physician noted the generator was at the end of it's battery life; however, this was inconsistent with the first report. It was later clarified the physician thought the patient may have fibrosis due to the patient not feeling stimulation and due to the high impedance. Additionally, it was stated the patient and the physician would like the new m106 generator and will replace the generator since a lead revision is needed anyway. Attempts for additional relevant information have been unsuccessful to date.